Event description:
Healthcare professional reported after injection in the cheeks with 3 syringes of juvederm voluma xc, the patient developed swelling within 8 days, followed by pain, redness, and the appearance of "having a golf ball in each cheek" within a month of being injected. At the end of that month timeframe, a physician who works with the injector treated the patient with a "steroid injection" and biaxin. Approximately one week later, the patient was evaluated by another physician who reported observing two "rock hard" lumps on the bilateral anterior malar cheeks as well as edema in the tear trough area and jowls. They treated the patient with an injection of lidocaine for numbing followed by a hyaluronidase injection as well as acticlate and lasix. The patient also had an abscess drained via fine needle aspiration. Two days later the patient was treated with additional hyaluronidase in the right zygoma, followed five days later with a kenalog injection. This second treating physician believed the symptoms were possibly related to a "biofilm, rather than infection" though has not decided on a conclusive diagnosis. Two weeks after treatment with kenalog, the patient's swelling and redness under the left eye flared up again; the patient remains on acticlate.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain, redness, abscess, and "two rock hard lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.